Event description:
Virginia put the cold pack directly on her lower back to relieve sciatica pain for 15 minutes at about noon. After removing the cold pack she was still in pain and felt her back where the pack was and her skin felt hard. She went to the ER at approximately 7:30 pm. The doctor said she has a severe 2nd degree thermal burn.

Manufacturer narrative:
To date, the sample has not been received at the plant for evaluation; therefore, we are unable to determine the cause for the issue reported. It is vital to the investigation that the product sample be available for examination and testing. The DHR for lot v9l061 was investigated. No issues were documented during manufacture. The manufacturing facilities quality systems mandate suitable in-process controls to measure seal integrity, water weight, and nitrate weight of representative samples. Samples are tested at predetermined locations to best gauge these qualities. All lots released by the quality unit meet predetermined release criteria. A review of similar codes for complaints of this type revealed no adverse trends.